Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced air bubbles in his tubing. The customer's blood glucose was 292 mg/dl. The customer stated that the size of the air bubbles was 12 inches. Troubleshooting was done. Advised customer to change the infusion set. The customer was able to successfully push the air bubbles out of the tubing with the two fixed prime deliveries of 5 units. Nothing further reported.